Manufacturer narrative:
Final analysis of the pump revealed no anomaly found.

Event description:
It was reported that the actual residual volume (arv) was greater than the expected residual volume (erv). There were "multiple discrepancies" at the pump refills, starting in the (B)(6) of 2014, through the time of pump explant in (B)(6) 2014. There were no alarms or stalls, and a dye study was performed, and there was no problem found with the catheter. At the time of pump explant, the pump was completely empty. The reporter believed the pump contained dilaudid. It had also been stated that they had reportedly been "changing it around" in reference to the medications; they had tried multiple different medications. It was later noted that the patient was receiving effective therapy. Further follow-up was conducted to obtain information regarding any patient symptoms, and specific volume discrepancy values. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).